Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. No patient information available to date. UDI # (B)(4).

Event description:
The hospital reported elevated levels of co2 in the patient circuit. There was no report of patient injury.